Event description:
It was reported that during the attachment device "had an undetermined malfunction." It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The customer alleged an undetermined malfunction, however, the unit was tested and was found that the temperature was above specification. The root cause was determined to be device worn from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.